Event description:
It was reported that upon arrival at the site, the pt was put on the autopulse. The unit sized pt, but compressions did not start. Platform indicated user advisor 45 (not at "home" position after power-on/reset) at the scene. Shaft position was later checked and found to be at 00000. Two nimh batteries were involved in this event. Serial numbers are (B)(4). No other info could be obtained. There was not adverse pt sequelae reported.

Manufacturer narrative:
Zoll medical corporation has not yet rec'd the device. A supplemental report will be submitted if the device is rec'd and when it is evaluated. Nimh battery s/n (B)(4), MFR report# 3003793491-2013-00399, nimh battery s/n (B)(4), MFR report# 3003793491-2013-00400 and autopulse platform s/n (B)(4), MFR report# 3003793491-2013-00401.